Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was not hospitalized and was not treated with medicine for the event. At the time of this report, the patient was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information was available.